Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient¿s parent stated the patient passed out. The patient¿s father administered glucagon and called emergency medical services (ems). By the time ems arrived, the patient was awake and feeling better, no additional glucagon or medical treatment were administered. The patient¿s cgm value was 116 mg/dl, but the bg was 60 mg/dl. The patients father reported the previous value was 50 mg/dl; however, it is unknown if the 50 mg/dl was the cgm or the bg value. The patient was not transported to the hospital. At the time of report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.